Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead dislodged. When the physician was repositioning the lead, the patient noted they were not feeling well and it was observed that their blood pressure dropped. A transesophageal echocardiogram was performed and confirmed a cardiac tamponade had occurred. A perforation was suspected. A pericardiocentesis was performed immediately with success. The patient condition was stable and expected to fully recover. The rv lead was successfully implanted and remains in service. No additional adverse patient effects were reported.